Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not returned for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be identified. Additional information: a batch review cannot be performed since there was no lot number provided.

Event description:
It was reported that an unknown number of power injectable microbore non-dehp catheter extension set with neutral lad were observed to have a no flow after the sets were connected to a syringe or tubing. This malfunction was reported to occur during patient infusion; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.